Manufacturer narrative:
A ge representative evaluated the system and reset the cmos memory settings, replaced hard drive, and reloaded system software. The system operates as intended.

Event description:
The customer reported the system displayed a communication error and would not produce x-rays. No pt injury was reported.